Manufacturer narrative:
(B)(4). The device was received and evaluated for the reported event. Visual inspection revealed a small cut approximately 0.20cm on the tubing. Gravity testing was performed with a leak observed to be coming from the hole in the tubing. Therefore, the reported condition was verified. The cause could not be determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of a light sensitive drug set ruptured during patient infusion using a pump. The section of tubing that ruptured was the one that was inside of the pump. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.